Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported that during a local balloon sinus dilation with turbs reduction on (B)(6) 2023, the motor function on the hand-piece stopped working. They had to move the patient to another room that carried an entellus debrider, where they completed the procedure with no patient injury. However, this issue caused the dr. To be behind schedule for about 30 minutes due to moving the patient to the other room.

Manufacturer narrative:
Per evaluation result by the manufacturer: product inspection: fault diagnosis: motor defective. Motor blocked. Insulation test faulty. E20/19 (motor defective). Contamination in the appliance. Moisture has entered. Conclusion and root cause determination: the product has become very worn within a very short time. This may be due to incorrect cleaning (wrong agent or too long exposure time) or insufficient cleaning. The IFU describes how to check and ensure that the device is working properly before each use. It is most probable that the product has been damaged by incorrect cleaning. Correction / corrective action: no corrective actions necessary as there is no critical and/or systematic deviation found during investigation the current issue did not trigger the CAPA as per q3.3.0001 corrective and preventive action. This event is filed under internal complaint ID (B)(4).